Event description:
It was reported by the customer that a pyxis medstation es system patients information was not crossing over to new units across multiple facilities the customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the transfer message failed to process. A technical support specialist conducted a screen share session to guide the customer in correcting the transfer, resulting in the successful relocation of the patient. The system functioned as intended after the technical support specialist troubleshooted the device.